Event description:
A physician reported a pt who was implanted on 11/19/97 into the upper right and upper left vermilion borders and lower vermilion border. The procedure was uneventful. The physician did not note any edema related to the procedure. She prescribed ice application to the upper and lower implant sites, elevation of the head while sleeping, and oral zithromax. On 11/23/1997 the physician removed the sutures; the correction was satisfactory, the sites were healing well and there was no bruising or edema. She directed the pt to continue the zithromax. On 12/1/1997 all sites were well healed and the pt had no complaints. On 12/11/1997 the pt complained of soreness and crusting and pus oozing from the incision sites in her lower vermilion border (exact date of onset unknown). The physician prescribed oral cipro. On 12/15/97 the physician removed the lower vermilion border implant without any difficulty. The explant was crusted with pus and the drainage was foul smelling. The physician advised the pt to continue on oral cipro. On 12/17/97 the physician noted puffiness in the incisional areas in the lower vermilion border without exudate and the areas appeared to be clearing up. The pt was advised to continue on cipro. On 12/29/1997 the pt reported by telephone that she was doing well. The explant was available and will be sent to the distributor for analysis. After the analysis is complete, a report will be forwarded to the MFR.